Event description:
The patient underwent a sleeve gastrectomy procedure on an unspecified date. During the procedure, the physician used peri-strips dry with veritas collagen matrix 60mm buttresses loaded on an ethicon eschelon stapler, which contained green staple loads and was used for the entire length of the staple line. Within a couple of days of the procedure, the patient experienced pain and was taken back to the operating room for exploratory surgery. Visual examination revealed a gastric leak located near the angle of his at the ge junction. The leak was reported to be in the area of the 4th or 5th stapler firing out of a total of 6 or 7 stapler firings used on the stomach. The leak was repaired via an unspecified method. The patient's status is unknown. However, as of (B) (6) the patient was still in the hospital and had been transported to another city to receive care and surgery under another surgeon.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.